Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID u nknown 97755 lot# serial# unknown, product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that their recharger telemetry module (rtm) was no longer charging their implantable neurostimulator (ins). The patient later reported the rtm was getting very got and that she could not place it on her skin. It was unknown under what circumstances the issue was observed. A new rtm was ordered to address the issue. The patient was notified to call the manufacturer back if the replacement product did not resolve the issue. No further complications were reported or anticipated.